Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with spinal degeneration for mis fusion/tlif. It was reported that the flex arm broke and the joint closest to patient/retractor would not tighten when all joints were tightened. Products will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the break indicates the lack of the flex point tightening as it should normally function. The issue occurred prior to cutting skin, but after the patient was asleep. The procedure completed with another flex arm.